Event description:
Got my breast implants in 2005. I first started to have joint pain in 2007, heart palpitations, anxiety, then seizures in 2010, then in 2014 was suffering badly with joint pain, tingling hands and feet then fainted and woke up paralyzed in my legs for months, was hospitalized and had to get intense treatments then had to learn to walk again. In 2015, was diagnosed with an autoimmune disease which caused temporary blindness, causing severe pain in joints and abnormal test results. I¿m now disabled, on a chemotherapy treatment for this autoimmune disease as well as a biologic to keep my body from attacking itself. I¿m bedridden and now have brain lesions that look like als but it's not als. I was never sick before breast implants. I¿ve suffered severe anxiety, horrible skin rashes all over my body, early menopause, fatigue, muscle weakness. Unable to walk sometimes without assistance. Severe pain in left breast. I was not told that there was a risk of autoimmune diseases and health issues due to breast implants. I was told without treatment, I could die. The treatments aren't helping much as my body is in constant inflammation. I have multiple types of arthritis including inflammatory arthritis, degenerative disk disease. I have inflammation of the bladder, inflammation in my eyes. I get uveitis, optic neuritis and uveitis causing severe pain. I get dizzy spells and now have mild cognitive disorder as I'm suffering from brain fog, memory issues and concentration problems along with brain lesions that weren't there before. My life has been torture after getting these breast implants. I pray the FDA does something as there are many other extremely sick women just like me. I'm now disabled and bedridden and cannot afford to get these implants out because it costs thousands of dollars. And insurance won't help because breast implant illness is not a recognized illness. Had I known these implants would ruin my life and ultimately kill me, I never would have gotten them, especially knowing I'd be this sick and unable to pay to get them out. This has caused me to feel depressed and it takes a lot for me to say that because I never been one to let things get me down. As far as relevant labs, I have a mountain of hospital and medical records, so I'm not sure what to add here. I'm not sure, I'll call the doc. Keppra for seizures. Humira injections, imuran, ibuprofen as needed oxycodone as needed and baclofen as needed. I use a wheelchair when needed, I use a medical shower chair, a walker. Reference report: mw5152027.